Event description:
Patient reported against the right side "rare benign and sparse microcalcifications in the right breast" and "rupture with deformity" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported against the right side "rare benign and sparse microcalcifications in the right breast" and "rupture with deformity" confirmed via ultrasound. Device has been explanted.

Event description:
Patient reported against the right side "rare benign and sparse microcalcifications in the right breast" and "rupture with deformity" confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26aug2024.

Event description:
The device has been explanted.